Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy about 30 mins ago in an arctic sun device. Trying to rewarm patient to 37c at 0.25c/hr but water temperature (wt) had been dropping rather than increasing. Patient temperature (pt) was 34.5c, water temperature (wt) was 15c, water flow rate (wfr) was 2.3 l/m, 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 13c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 15c, chiller temperature (t4) was 10c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8687, pump hours were 7974. Advised heater was not enable at all which explains water temperature (wt). Had them stop therapy and restart to try to re-engage the heater. Restarted therapy and water temperature (wt) was started to climb to upper 20s. System diagnostics, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage. Advised they will call back in 30 minutes to check in and see how device was warming up. 30 minutes later water temperature (wt) was 34c and still increasing, sn# (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the arctic sun device was not heating appropriately. Per follow up information received bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under (B)(4) rev 3 and (B)(4) rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy about 30 mins ago in an arctic sun device. Trying to rewarm patient to 37c at 0.25c/hr but water temperature (wt) had been dropping rather than increasing. Patient temperature (pt) was 34.5c, water temperature (wt) was 15c, water flow rate (wfr) was 2.3 l/m, 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 13c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 15c, chiller temperature (t4) was 10c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8687, pump hours were 7974. Advised heater was not enable at all which explains water temperature (wt). Had them stop therapy and restart to try to re-engage the heater. Restarted therapy and water temperature (wt) was started to climb to upper 20s. System diagnostics, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage. Advised they will call back in 30 minutes to check in and see how device was warming up. 30 minutes later water temperature (wt) was 34c and still increasing, sn# (B)(6). Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that they started therapy about 30 mins ago in an arctic sun device. Trying to rewarm patient to 37c at 0.25c/hr but water temperature (wt) had been dropping rather than increasing. Patient temperature (pt) was 34.5c, water temperature (wt) was 15c, water flow rate (wfr) was 2.3 l/m, 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 13c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 15c, chiller temperature (t4) was 10c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 8687, pump hours were 7974. Advised heater was not enable at all which explains water temperature (wt). Had them stop therapy and restart to try to re-engage the heater. Restarted therapy and water temperature (wt) was started to climb to upper 20s. System diagnostics, circulation pump command (cpc) was 74 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage. Advised they will call back in 30 minutes to check in and see how device was warming up. 30 minutes later water temperature (wt) was 34c and still increasing, sn# (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.